Event description:
24 gauge l-cath which the hub has "fallen off" the line. Today the l-cath was found in the bed by the nurse when she went in to take care of the baby. It appears that the glue holding the yellow portion of the hub to the line has given way. The line was secured with a "sandwhich" dressing which completely covered the hub with iv3000 dressing, but came apart when the nurse attempted to remove the dressing.